Manufacturer narrative:
This report is submitted on 15 october 2019.

Event description:
Per the clinic, the patient experienced infection at implant site however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2019 and the patient was treated with IV antibiotics for a duration of 6 weeks post explant.